Event description:
Surgeon inserting catheter into right subclavian vessel for purposes of hemodialysis. Upon suturing in place, pt became unresponsive and code called. Code unsuccessful and pt declared dead.